Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that since january 19th, the stimulator started acting weird again where they were getting like electrical shocks down their legs, so pt turned the stimulation off and left it off for a few hours. When pt tried to turn the stimulation back on, the controller went white. Agent called the pt back and left a message stating to follow up with mdt rep and hcp to further address their issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.